Event description:
The customer reported that the system displayed lines on the left monitor. Further information found that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.